Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the battery module failed to power the system on when in battery mode. As a result, an alternate device was employed for the procedure. No other details regarding the nature of the event were provided. The user reported, the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.